Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 475 mg/dl. Customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Cause of elevated bg was not known. Customer was released 2 days later on (B)(6) 2026. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.